Manufacturer narrative:
Legal claim received on 01-jul-2016: the plaintiff was implanted on or about (B)(6) 2011. After being implanted with essure, she suffered from severe and permanent injuries. Company causality comment: this case report detected during monitoring of posts on an FDA hosted docket website, refers to an adult female consumer, who had essure (fallopian tube occlusion insert) inserted and her menstrual cycles were 7 days of heavy bleeding, contained golf ball sized clots. Around 4 years later, she had her tubes and essure removed. A legal claim was received upon follow up. This event, seen as menorrhagia, is serious due required intervention and listed in the reference safety information for essure. During essure use, abnormal genital bleeding and menses pattern changes may occur. In this case, the patient experienced this heavy menstrual bleeding and other non-serious events and stated that after essure and tubes removal, she recovered from them (positive dechallenge). Therefore, considering implied temporal relationship and positive dechallenge, causality with essure use cannot be excluded. Since essure and tubes removal was required, this case is regarded as incident since no product was provided and no batch number was provided a quality defect cannot be confirmed. Based on available information, there is no reason to suspect that the events were caused by a potential quality defect. Further information will be obtained through litigation process.

Manufacturer narrative:
Follow up 08-sep-2015: ptc investigation results were provided. Ptc global number: (B)(4). Final assessment: since no product was returned to us for investigation, we were unable to perform an investigation of the actual device involved in this complaint. Typically, we would inspect the micro-insert to look for any manufacturing deficiencies. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. There was no event reported which indicates a new technical failure mode for the device. Medical assessment: no product quality defect was confirmed therefore a relationship to the reported medical events is excluded. The technical assessment concluded unconfirmed quality defect. Based on the available information, there is no relationship between the reported medical events and a quality defect. Company causality comment: this case report detected during monitoring of posts on an FDA hosted docket website, refers to an adult female consumer, who had essure (fallopian tube occlusion insert) inserted and her menstrual cycles were 7 days of heavy bleeding, contained golf ball sized clots. This event, seen as menorrhagia, is serious due required intervention and listed in the reference safety information for essure. During essure use, abnormal genital bleeding and menses pattern changes may occur. In this case, the patient experienced this heavy menstrual bleeding and other non-serious events and stated that after essure and tubes removal, she recovered from them (positive dechallenge). Therefore, considering implied temporal relationship and positive dechallenge, causality with essure use cannot be excluded. Since essure and tubes removal was required, this case is regarded as incident since no product was provided and no batch number was provided a quality defect cannot be confirmed. Based on available information, there is no reason to suspect that the events were caused by a potential quality defect. No active follow-up will be pursued, as this case was identified during health authority website monitoring.

Event description:
This case has been identified during monitoring of postings on an FDA hosted docket website, which has been established in preparation of a public FDA advisory committee meeting taking place in (B)(4) 2015 (case# (B)(4), awareness date 12-aug-2015). It refers to a female consumer of unspecified age in united states who had essure inserted (fallopian tube occlusion insert ) on an unspecified date. Consumer stated the side effects from this product were severe and debilitating at times. She personally endured extremely painful intercourse with bleeding afterward. She had a migraine every single day. Her menstrual cycles were 7 days of heavy bleeding (overnight pads in 20 minutes), contained golf ball sized clots, and came every 12-14 days. Consumer had severe mood swings. The never-ending pain in hips, lower back, and knees combined with the extreme nausea made it hard to get out of bed most days. She reported that all of her symptoms were directly related to essure as she had her tubes and essure removed on (B)(6) 2015 and have had absolutely zero problems. Her cycles are back to normal, joint pain is gone and she haven't even been nauseous once. Company causality comment: this case report detected during monitoring of posts on an FDA hosted docket website, refers to an adult female consumer, who had essure (fallopian tube occlusion insert) inserted and her menstrual cycles were 7 days of heavy bleeding, contained golf ball sized clots. This event, seen as menorrhagia, is serious due required intervention and listed in the reference safety information for essure. During essure use, abnormal genital bleeding and menses pattern changes may occur. In this case, the patient experienced this heavy menstrual bleeding and other non-serious events and stated that after essure and tubes removal, she recovered from them (positive dechallenge). Therefore, considering implied temporal relationship and positive dechallenge, causality with essure use cannot be excluded. Since essure and tubes removal was required, this case is regarded as incident technical assessment is expected.